Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 556mg/dl. The customer was experiencing unexplained high glucose for the past two months. Troubleshooting was performed. Reviewed the programming and found 0.0 units for daily totals, and the bolus history could not be displayed up to the day of his admission. The customer also did have an incorrect date programmed in the insulin pump. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.